Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. H11: investigation results the returned resolution 360 ultra clip was analyzed, and it was observed during media analysis of the attached photo was performed, which showed a photo that the control wire kinked, and it is unclear whether the device is fully deployed or in premature deployment. No other problems with the device were noted. The reported event of "clip failure to release from catheter and handle break" were not confirmed. Upon analysis of the returned device, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment and using pliers to pull out the control wire to aid clip deployment, may have contributed to the reported event. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip would not detach from the catheter during deployment, it was noted that the clip handle spring was malfunctioning. After troubleshooting, the procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip would not detach from the catheter during deployment, it was noted that the clip handle spring was malfunctioning. After troubleshooting, the procedure was completed with this device. There were no patient complications reported as a result of this event.